Manufacturer narrative:
Updated fields: b4, g3, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue and found the error code pertaining to a kinked or disconnected catheter in the logs. He verified proper operation of both pressure/vacuum and helium systems and the unit ran without issues for 20 minutes. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was having gas loss. No patient harm, serious injury or adverse event was reported.